Event description:
Caller reported suspecting that personal profile settings and ciq weight settings needed to be updated, leading to a blood glucose level dropping to a low level displayed as ¿low¿; however, a specific value was not provided. Assistance was needed from the customer's daughter due to difficulty in reading instructions for delivering nasal glucagon. There was no loss of consciousness or injury. The customer consumed carbohydrates to address the low blood glucose level and plans to consult with a healthcare provider before making any setting changes, while ruling out issues with ciq adjustment. There was no indication of user error or misunderstanding of product functionality, and no immediate resolution was implemented.